Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to diabetic ketoacidosis. Customer stated she changed her infusion set that day due to having no delivery alarms and her blood glucose went up to 800 mg/dl in the afternoon and was taken to the hospital. Customer stated that she got her infusion set and reservoir changed at the hospital and was still receiving no delivery alarms. Customer disconnected at quick release and performed fixed prime; insulin did exit the tubing. Customer was unable to remove the set at the time to examine the cannula; she was advised to change the entire set as soon as possible. Nothing further reported.